Event description:
It was reported that prior to a procedure at the user facility the device was causing overheating on handpieces with cords and footswitches. The patient's procedure was delayed one day. No medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for console displaying heat in the handpiece was not duplicated through functional evaluation, disassembly and visual inspection. The device was conforming.

Event description:
It was reported that prior to a procedure at the user facility the device was causing overheating on handpieces with cords and footswitches. The patient's procedure was delayed one day. No medical intervention, and no adverse consequences reported.